Event description:
Caller reported a malfunction on the pump, displaying a malfunction code malf 12. There was no adverse impact to the customer's blood glucose level, confirmed not exceeding 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until replacement arrives.